Event description:
A female patient underwent aaa repair with right approach on (B)(6) 2013. The patient was suitable for endovascular repair and the procedure was conducted as labeled and as planned to use aui stent graft too. Delivery system of the zenith flex main body stent graft was advanced from the right cfa and the stent graft was deployed. When the physician was removing the proximal trigger wire to deploy suprarenal stents, the trigger wire broke and separated near the trigger wire release handle. Then, broken trigger wire was grasped with forceps and removed eventually. The stent graft placement was successfully completed. After placing the zenith flex main body stent graft, a zenith converter was brought as planned. When the physician and his assistant took the device out from the sterilization pouch, a tube that should be attached to hemostatic valve dropped on the floor. Then, another tube with a connector and three way stopcock in the hospital were attached to the device instead and the device was used. The procedure was completed and there have been no adverse effects to the patient. The patient had a favorable outcome.

Manufacturer narrative:
Event evaluation: still under investigation.